Event description:
It was reported that a user attempted to install a prefilled insulin cartridge into the ilet and could not attach the connector after completing a rewind; the connector would not tighten, the user used pliers to force the connection, and insulin leaked, with the user not connected to the ilet. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no hospitalization, and no medical intervention. Investigation included customer service troubleshooting and guidance to avoid forcing the connector and to try a different cartridge or remove a small volume of insulin if the cartridge is overfilled. Investigation of this case revealed improper handling and potential overfilled cartridge volume leading to an inability to attach the connector and leakage. It was concluded, based on previously established findings for similar reports, that user technique and cartridge fill level were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.